Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that reservoir was leaking at the tubing cap and at the plunger. Customer also reported that the cannula was bent. During troubleshooting, customer was not sure if there were other source of leak. Customer's blood glucose was 250 mg/dl. Customer was advised that reservoir and infusion set would be replaced.

Manufacturer narrative:
Evaluated four open/used reservoirs; inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test; reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a pump and conclusion was reservoirs had no air bubbles and no leaks. We were unable to confirm transfer guards anomaly. Transfer guards not returned.